Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock of insulin pump needs to be reset. The customer blood glucose level was unknown. The customer stated that insulin pump had rewind anomaly. Customer also stated that insulin pump had unexplained random no delivery alarms also rejects brand new batteries. The device will not be returned for analysis.